Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the alarm was reported to be a loose connection, however the cause of the loose connection was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2267 alarm (air/liquid in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill four of six. The patient was connected at the time of the alarm. A loose connection was reported. The technical service representative had the patient close all clamps and cycle power on the homechoice. The technical service representative explained the system error. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.